Event description:
A malfunction alarm with code "malf 12" was reported but did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Technical support provided information on how to reset the pump and assisted the customer in doing so, successfully preventing the malfunction code from recurring. The customer was instructed to continue using the pump and advised to call back if any issues arise again, and they understood the guidance provided.